Event description:
Paramedics were monitoring a critically ill, intubated patient while enroute to the hospital with the etco2, spo2 and ECG functions of the device. According to the reporter, when the paramedics administered a rapid sequence of medications to intubate, the device's waveform displays all went to dashed lines with no alarms seen or heard. The patient was transported to the hospital then to ICU where death occurred at an unknown later date/time.